Manufacturer narrative:
(B)(6) 2015 integra investigation completed. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Root cause cannot be determined due to the lack of information received to perform a complete investigation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
While performing a laminectomy the doctor was using a 6 inch needle holder and the tip broke off. The doctor retrieved the entire broken piece and 2 staff rns verified the broken piece matched the needle holder. No x-ray needed, no injury to patient.